Event description:
On 5/19/24, customer's daughter notify acorn that the stairlift has stopped working on (B)(6) 2024. Around noon on (B)(6) 2024, customer was walking down the stairs on his own, and around the middle of the staircase, he tripped and fell to the bottom. Due to the fall, customer required 4 staples to a laceration on his scalp and 2 open wounds on his right arm that were bandaged up.